Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated cardiac troponin I results were obtained on a patient sample on the dimension exl 200 instrument. Siemens evaluated the data provided by the customer and instructed them to perform the following: replace and align the sample probe tip, check the reagent 2 probe, clean both drains, and run a precision study. A customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced and aligned sample transducer, lamp, and sample arm; ran qcs and a system check, which resulted acceptably. Then, the customer recalibrated the assay. Siemens further investigated the instrument files and determined that fibrin in the sample caused by sample handling issue potentially contributed to the discordant, falsely elevated tni result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were reported as 0.257 ng/ml to the physician(s), who questioned the results. The patient was redrawn twice and the new samples were run on the same instrument, resulting lower. The initial sample was also repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.